Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an increase in the number rheumatic factor (rf) results that are greater than 20 iu/ml. The results were generated on the unicel dxc 800 synchron system, used in conjunction with synchron systems rheumatoid factor (rf) reagent ((B)(4)) and synchron systems cal 5 plus ((B)(4)). Bec provided the customer with a different lot of calibrator. The customer continued to obtain an increase of rf results greater than 20 iu/ml. The customer continued to run the rf assay using an offset of -5 until another lot of rf reagent became available. The customer did not provide bec with individual patient sample results and it is unknown how many patient results were greater than 20 iu/ml. The customer did not state whether or not patients were treated based on rf results greater than 20 iu/ml. It is unknown how many results greater than 20 iu/ml were reported out of the lab.

Manufacturer narrative:
The customer did not provide sample information. Rf calibrated successfully. Qc results were within the lab's established ranges. Service was not dispatched for this event as this was a reagent related issue. The root cause is under investigation. A product corrective action letter was sent on the week of (B)(4) 2011, informing customers of the problem related to the synchron systems rheumatoid factor (rf) reagent and the action to take.